Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that performing motion calibrations resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system was unable to close fully. It was reported that there was no visible damage to the system. There was no patient present when this issue was identified. No additional information was provided.